Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure event observed during analysis. Final analysis found that the device had a power on reset trip which occurred in october 2012 which caused the device to revert into backup vvi operation. The device implant duration exceeded the projected longevity which was considered normal battery depletion. (B)(4).